Event description:
It was reported that the right atrial (ra) lead had rising thresholds one year post implant. Following a ventricular tachycardia (vt) ablation, an impedance spike with a complete loss of atrial capture was also noted followed by a drop in impedance to values lower than ever previously recorded. Lead interrogation noted high thresholds, high impedance and an intermittent loss of capture. A lead fracture was suspected. Chest x-ray suggested "no discontinuity" but also showed that the lead was "not inserted completely." The lead was programmed off. A re-evaluation of the lead expected at an upcoming system upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products.: 694965 lead implanted on (B)(6) 2005. (B)(4).